Event description:
It was reported that a increase in threshold was observed on the lead. Impedance measurements were stable and sensing values were good. Investigation found no other anomalies. The lead was explanted during routine device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.